Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirms the device is cracked and three piece have broken off. The missing pieces were returned. The manufacture date is 2014. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka procedure, while using outside the patient, the journey dcf ap fem cut blk 3 broke. The procedure was completed without delay with an smith & nephew backup device. No injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.